Manufacturer narrative:
The field service engineer found salt on the reference electrode and acrylic block. The salt was cleaned off. The ise check passed. Precision studies and quality controls were acceptable. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c 501 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the potassium electrode on a cobas 6000 c 501 analyzer. The sample initially resulted in a potassium value of 7.87 mmol/l. The customer did not find the result to be believable, so the sample was repeated. The repeat result was 4.25 mmol/l and this value was deemed correct.